Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted on (B)(6)2023. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. Sensor wire looks to be jammed to applicator and was detached from the sensor pod inhibiting functionality. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.